Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of clearlink, paclitaxel sets leaked. The event was further described as "leaks from ports that have not been touched or accessed by anyone, a spike break off completely with no force used, and leaks from other parts of the tubing". It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.